Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised as the acetabular component was pulling out of the patient's acetabulum due to the cement mantle not interdigitating with the patient's native bone. Surgeon reported that there are no allegations against any stryker devices, but that patient factors (reported as "sick and unhealthy") were the cause. A trident all poly constrained acetabular insert (cemented) and a 32 +7.5 c-taper lfit head were revised to an ras cup with an adm/mdm liner construct (revision head not reported). Update 06 dec 2018: trident shell catalog # 542-11-50e lot # lynmee was implanted on (B)(6) 2008 and explanted on (B)(6) 2018. The trident shell has been added to the product grid.

Manufacturer narrative:
Correction as per update received tuesday january 22nd 2019; the trident shell in situ from april 2008 was revised june 29, 2018 (altr), not on 21 november 2018. At that time, an all-poly constrained liner was cemented into the patient¿s native acetabulum. Emdr generated and submitted for shell under june revision MFR report #0002249697-2019-00408, therefore the emdr for the trident shell on this pi is being cancelled.

Event description:
It was reported that patient's right hip was revised as the acetabular component was pulling out of the patient's acetabulum due to the cement mantle not interdigitating with the patient's native bone. Surgeon reported that there are no allegations against any stryker devices, but that patient factors (reported as "sick and unhealthy") were the cause. A trident all poly constrained acetabular insert (cemented) and a 32 +7.5 c-taper lfit head were revised to an ras cup with an adm/mdm liner construct (revision head not reported). Update 06 dec 2018: trident shell catalog # 542-11-50e lot#lynmee was implanted on (B)(6) 2008 and explanted on (B)(6) 2018. The trident shell has been added to the product grid. Correction as per update received tuesday january 22nd 2019; the trident shell in situ from april 2008 was revised june 29, 2018 (altr), not on 21 november 2018. At that time, an all-poly constrained liner was cemented into the patient¿s native acetabulum.